Event description:
Customer reportedly received a result of 347 mg/dl on her meter and a result in the 100's (mg/dl) on her physician's meter. No high blood symptoms reported. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent.